Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 a 10 mm amplatzer septal occluder was chosen for procedure. During the procedure, the amplatzer septal occluder presented with a deformation, a "cobra" shape during the first attempt at implant. The device was re-sheathed three times. The device was exchanged with a new 10 mm asd amplatzer septal occluder. The procedure was completed and the patient remained stable throughout the procedure. The patient is reported to be "very good" and has discharged home. No further information has been provided.

Manufacturer narrative:
The reported event of a "cobra deformation" could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt600034451 revision b "warnings: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device."